Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed brady pacing not delivered when required and was not able to be interrogated. The patient collapsed and was admitted to the hospital by ambulance the device is presumably on end of life and a premature battery depletion was suspected. The device has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker showed brady pacing not delivered when required and was not able to be interrogated. The patient collapsed and was admitted to the hospital by ambulance the device is presumably on end of life and a premature battery depletion was suspected. The device has been explanted and is expected to be returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed brady pacing not delivered when required and was not able to be interrogated. The patient collapsed and was admitted to the hospital by ambulance the device is presumably on end of life and a premature battery depletion was suspected. The device has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.